Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6) (3014862188-2021-00071: test 2 of 2).

Event description:
User reported conflicting results on same test. Received two positive and one negative. No information relating to any results or types of follow up testing on alternative platform provided. This is report 1 of 2.

Manufacturer narrative:
Additional information: h9: number 88801 added.

Event description:
User reported conflicting results on same test. Received two positive and one negative. No information relating to any results or types of follow up testing on alternative platform provided. This is report 1 of 2.